Manufacturer narrative:
The 30-degree endoscope has been evaluated by the failure analysis (fa) team. Fa was able to reproduce and confirm the reported complaint. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The endoscope was plugged on in-house system or equivalent and provided color bars in right eye. Additional observations not reported by site: the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed mtf test.

Manufacturer narrative:
Intuitive has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, left and right eye were not coordinated. The procedure was completed robotically with no reported injury.